Event description:
Same case as MFR report # 2134265-2009-00114. This complaint is reportable based on the analysis completed in 2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, the physician could not cross the lesion with a taxus liberte 2.75x28mm, 2.75x32mm and a 3.0x32mm stent respectively. The 95% target lesion was located in the heavily calcified and severely tortuous left anterior descending (lad). Significant resistance was encountered during insertion and intravascular ultrasound (ivus) was not used. The vascular access site was femoral and the lesion treated was de novo. The procedure was completed with a plain old balloon angioplasty (poba) only. No pt injuries and complications were reported during the procedure. Pt status reported as "good". However, the analysis of the returned device found shaft break.

Manufacturer narrative:
Examination found that the hypotube had broken approx 19.8cm distal from the catheters strain relief. There were kinks along the entire length of the hypotube. This hypotube damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material, tip nor the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. A review of the mfg documentation for both the top assembly batch found that the device met its material, assembly and product specs at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.